Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer¿s experienced an elevated blood glucose (bg) displayed as "high" on the continuous glucose monitor however, a specific value was not provided. The customer administered a correction injection to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.